Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent false occlusion alarms occurred. System check was performed with tandem technical support and no issues were identified. Customer change pump supplies to address the issue, but ultimately reverted to an alternate method of insulin therapy after alarm recurred. Customer's blood glucose was 350 mg/dl.